Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user is testing with expired test strips. Vial lot opened over six months.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's son, is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/15/2017 and open vial date is open over six month. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer has not had any changes in the diet. Customer stated that shares the meter with the wife. Customer's son was advise that the father should not share the meter with anyone. Unable to perform a back to back blood test as the test strips has been open over 6 months. The customer was advised the test strips are only good for 4 months after being open.

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strips had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's son, is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/15/2017 and open vial date is open over six month. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer has not had any changes in the diet. Customer stated that shares the meter with the wife. Customer's son was advised that the father should not share the meter with anyone. Unable to perform a back to back blood test as the test strips has been open over 6 months. The customer was advised the test strips are only good for 4 months after being open.